Event description:
A malfunction was reported with a malfunction code displayed as malf 0. There was no adverse impact on the customer's blood glucose level. The malfunction code was resettable, and the customer did not report the issue within the last 24 hours. Technical support provided information on resetting the pump and assisted the customer in performing the reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and contact support again if the issue reappeared.